Event description:
The patient experienced an episode of ventricular tachycardia lasting a minute and a half and the system did not alarm for vtach. No patient harm resulted.

Manufacturer narrative:
The device is a centralized patient monitoring system with cardiac arrhythmia analysis software. The purpose of the arrhythmia analysis software is to analyze patient cardiac ECG waveform morphologies in real time and indicate and alarm for various cardiac conditions including potentially life threatening arrhythmias such as ventricular tachycardia (vtach). The actual device was not returned by the user facility as it is an installed system. However, welch allyn downloaded the patient waveform files from the event for analysis. The waveform data are sufficient to confirm the customer's claim that the system failed to recognize a sustained vtach episode. There was no patient harm that resulted from this event. We indicated conclusion code 59, software/firmware contributed to event, in block h6 because a limitation in the arrhythmia analysis software relation to this patient's specific ECG morphology contributed the missed vtach event. We also indicated conclusion code 80, user error contributed to the event, because the user failed to recognize sub-optimal system performance and act accordingly. The limitation of existing technology that contributed to the system not recognizing the vtach episode is that the system labeled preventricular contraction (pvc) beats as normal beats. Excessive noise prior to the episode affected the system's normal sinus rhythm template to the point where it could not consistently label beats correctly. Device labeling and user training instruct the user to perform a manual relearn to re-establish the patient's normal sinus rhythm reference beat template when the system is not accurately labeling beats consistently. The user failed to perform a manual relearn, which is why we indicated code 80, user error contributed to the event. By "event" here we mean the missed vtach episode. There was no patient harm.